Event description:
During insertion of 3 fr. Poly midline, one half of the hub of the peel-away sheath popped off of the already split body of the sheath while it was still in the patient. I was able to grasp the end with my fingers and remove it entirely from the patient's arm. The hub and the body are not supposed to separate from each other at any time during the procedure. Lot # regt4350 bard. Sheath is at the desk of the IV(intravenous) team office.